Manufacturer narrative:
The implicated product is a 4.0 fr single lumen catheter with an intermediate tray. The complaint sample was discarded by the user and is not available for eval. A lot history review reveals no mfg issues and six similar complaints for this lot. The add'l complaints are from the same customer, and are all inconclusive because no product has been returned for eval (2), or same lot samples have been returned in lieu of the complaint samples (4). The complaint sample was discarded by the user and is not available for eval; inconclusive. This product is made from soft, cured silicone tubing which has been shown to be universally biocompatible and essentially inert. Reactions to the product are highly unlikely. Irritations generally stem from placement technique, reactions to medication, and pt physiology. In addition, all MFR products must meet stringent sterility and pyrogenicity tesing requirements before they are released to distribution. Sterilization records indicate that microbiological testing was performed that shows this product was sterile and non-pyrogenic upon customer receipt, so long as the packaging seal integrity has not been compromised. Intolerane reation to an implanted device is a complication which is addressed by the product instructions for use.

Event description:
PICC was placed 8/25/97 for infusion of doxyrubicin, vincristine and cytoxin. Phlebitis developed by 8/30/97. It was left in until 9/1/97 and then removed. The tip was cultured and staphepidermitis was found.